Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no scope recognition is because the connector receiving part of the main body was damaged due to external force related to handling. The phenomenon did not occur due to product or manufacturing. Therefore, there is no problem with safety. The instructions for use (IFU) states: ¿5.3 connection of an endoscope 5 push the video connector of the videoscope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark faces upwards. ¿6.8 termination of the operation 5 disconnect the video connector of the endoscope from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported issue of no scope recognition was confirmed. The unit was tested with test camera heads and a bent pin inside the receptacle board was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the visera elite ii video system center is unable to recognize scope. There was no patient involvement, no harm or user injury reported due to the event.